Event description:
It was reported that the bd micro-fine¿ pen needles 31g x 5mm cannula breaks off. The following information was provided by the initial reporter: the entire needle fell through the hub and remained at the pen side.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.